Event description:
Additional information received indicated that the patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the right ventricular lead was capped on (B)(6) 2018 due to oversensing.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. Upon interrogation, the clinician noted that non-sustained rv oversensing (nsrvo) episodes had been triggered by noise. It was noted that the patient recently underwent an unrelated procedure, and the lead measurements remained consistent before and after the procedure. No intervention had been performed. The patient remained stable, and would continue to be monitored.

Event description:
New information indicated that the device continued to exhibit noise. The noise is of large amplitude and happens at different moments. No symptoms reported. No intervention performed.